Event description:
The user facility reported that the tourniquet was leaking during inflation before the incision was made during a procedure. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed evaluation of the returned unit. Visual inspection showed a rupture/tearing in the unit's bladder.

Event description:
The user facility reported that the tourniquet was leaking during inflation before the incision was made during a procedure. There was no clinically significant delay, no medical intervention, and no adverse consequences.